Event description:
In 2009, the pt reported that a "couple of time in the last couple or years" his luer lock has come loose from the insulin cartridge of his infusion device (specific dates not provided). He said he is very active with his job. He stated he began to feel ill with flu-like symptoms and, when he checked his device, he discovered the luer lock was not attached and insulin would pool into the adapter. He said his blood glucose was affected and elevated to the 400's mg/dl. He corrected his readings by reconnecting the tubing and bolusing insulin but said it would take "almost the entire day before getting the readings under control." He discarded the infusion sets at issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.